Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique device identifier (UDI) not applicable. Email address unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient started having bad nose bleeds, fever and sinus infection. The patient's exam showed bone loss, sinus perforation and infection with fever. The implant at tooth location #15. Was removed, the site was debrided, and the sinus was repaired. The patient will return for future bone grafting once infection has cleared. Symptoms as a result of the event: pain, inflammation, edema and abscess.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4310. H10: narrative/data was updated. One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Bone loss and infection could not be verified. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot number (62739144) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (st2549). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (62739144) for similar events (complaint category keywords: perforated sinus, infection, bone loss) and no other complaint was identified. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is patient specific issue (i.e. Allergies, reactions) or improper techniques used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.